Event description:
Distributor received info that this pt's entire system, ICD and leads were removed because of inappropriate shocks, due to an insulation problem with the rate sensing leads. The entire system was replaced with another size lead.